Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated emergently with the afx abdominal aortic aneurysm stent on (B)(6) 2015. Approximately three (3) years post initial procedure, a type iiib endoleak at the bifurcation was detected by routine follow-up CT on (B)(6) 2018. Endologix became aware of the reported product problem/adverse event on (B)(6) 2018. Patient is in good condition. The physician will continue to monitor the patient.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Outcomes attributed to adverse event - remove other serious. Device code - remove 1354. Conclusion code - remove 11.

Event description:
Additional information received confirming that the physician elected to treat the patient by relining with a gore (non-endologix) device in (B)(6) 2018. It was reported that the patient tolerated the procedure well.